Event description:
Vent inop condition, post timer 24v failure. No patient involvement. The customer has not repaired the device and has removed the device from service.

Manufacturer narrative:
No further evaluation or repair planned. Customer has removed the device from service.